Event description:
On (B)(6) 2011, I underwent bilateral temporomandibular joint replacement as a result of being injured in the face. I suffered major surgical complications including profound blood loss, facial swelling and allergic reaction to the joints implanted on this date. Immediately following surgery, I remained in the intensive care unit on a ventilator to support respiratory effort and protect airway due to swelling. Upon waking, the next morning, I was removed from the ventilator but continued with swelling and allergic reactions. I immediately felt something was not right in my jaw, I felt that something was protruding into my ear canal and my face felt very heavy. I was, however, discharged home later the evening of (B)(6) 2011. On (B)(6) 2011 late evening, I returned to the hospital with further swelling and difficulty breathing. It was determined an allergy to the implant posed these complications. I also suffered intense pain and swelling of the face with the feeling of hard substance protruding into my ear and face. I was stabilized, admitted, treated for allergies and discharged home the next day, with a f/u with an allergy specialist. The allergy doctor determined I was suffering a profound allergy to the components that composed the joint and recommended removal of the joints. On (B)(6) 2011, the joints were replaced with pure titanium and I have some improvement in my jaw function. The heavy protruding feeling immediately resolved after the initial joints were removed. My jaw recovery has improved but left me with numerous complications and permanent disabilities. I inquired into the website of the FDA to research the number of complications related to the biomet microfixation joint I had implanted (B)(6) 2011, there were no issues related to allergy but there was a recall related to the markings on the joint. I feel my joint was etched with the wrong size and cause complications related to operative bleeding, pain above normal postoperative pain related to the size of the joint marked incorrectly as you indicated in the recall. It is also plausible that a larger joint would expose me to a larger amount of materials I developed allergy to. I have contacted biomet without success and have not received info related to recall of the first implanted joint. The explanted joint was returned to biomet for eval of the components in the joint, again, I have no results despite the request to be notified. I realize an allergy can occur without warning or provocation but I also feel having a larger joint, than needed, would pose a greater risk for allergic complication and the unusual pain of metal protruding in my face and ear. I retrieved the reference numbers and lot number related to the recall from your website and compared to the medical records from the hospital the surgery was performed. I am left with right facial paralysis, right eye ptosis, loss of taste, difficulty swallowing, loss of use in the right arm and hand which resulted secondary to the complications in the first surgery and then redo surgery to replace the defected joint. I have multiple scars that have disfigured my face as well. These complications are permanent and will leave me unable to ever return to the profession of nursing that I successfully performed almost my entire adult life. Removal and reimplant new joint (B)(6) 2011. Physical therapy beginning (B)(6) 2011 to (B)(6) 2012 for jaw, neck and arm allergy specialist for allergy treatment. Attempts related to jaw joint components. Primary care physician treats blood glucose elevations related to medication regimens secondary to treatment of allergy and pain. Eye surgery to attempt correction of rt eye ptosis and facial paralysis. Ear, nose and throat physician treatment due to loss of voice, secondary to scar tissue invasion of my neck and vocal cords. Neurologist treatment (nerve tests) treatment for the loss of use of the right arm secondary to scar tissue compression to the brachial plexus nerves bilateral carpal tunnel and rt cubital tunnel surgery; to attempt restoring function to rt arm and left hand evaluated by thoracic surgeon for thoracic outlet syndrome secondary to scar tissue. Evaluated by anesthesiologist for botox therapy to treat the profound scar tissue in the neck and jaw, I am not a candidate for this therapy secondary to the allergy issues. 4 MRI to evaluate neck and arm 4 c.